Manufacturer narrative:
Load cell and hi-low motor repair kit.

Event description:
It was reported by service report that the scale was inaccurate and bed was drifting down. No pt involvement or adverse consequences are reported.